Event description:
It was reported that the patient received atp and hv therapy due to supraventricular tachycardia. The physician has elected to change pharmacological therapies. Patient condition is good.